Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2007 population product advisory initially communicated on (B)(6) 2007, was explanted for normal battery depletion without allegation of premature battery depletion. There was no report of adverse patient effect.

Manufacturer narrative:
This supplemental report is to notify that there has been an update to the MDR decision pathway from serious injury to malfunction as the device malfunction was found only upon analysis by the boston scientific post market quality assurance laboratory. There had been no prior allegation from the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing a charge time of 2.787 seconds at a monitoring voltage of 2.51 volts. End of life (eol) was declared with a single charge time of 30.466 seconds at a monitoring voltage of 2.44 volts. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.